Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the neurostimulator (ins) was in overdischarge. Patient stated they did not recharge ins for several months due to life events. It was reported that a trickle charge was attempted several times, over 5. It was reported the ins was not stable in the pocket and actually sat perpendicular to patient's skin. It was reported they were unsure which side of ins to recharge. It was reported both sides were attempted and was able to get a regular charge screen but could not accomplish connection and no boxes no matter what position attempted. It was reported that they plan to move pocket up to flank. Patient had a loss of weight which may be why the ins was now in such loose skin. It was reported they plan to replace ins and use intellis but were waiting for contract to go through so they may be able to offer intellis. Issue was not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that a date has not yet been confirmed for the replacement. Has been confirmed with the physician.